Event description:
The forceps jaw tip snapped off during the surgical procedure. The part was retrieved without difficulty. The customer reported that there was no injury to the patient or surgical delay.